Event description:
It was reported that during a procedure, a low temperature issue was encountered. Upon removal of the catheter from the patient, the proximal electrode was found to be carbonized. Multiple attempts have been made to request for more detailed information, however, no clarification has been provided, including the generator setting (temperature and power) and the flow rate when the event occurred, whether or not the user noticed any abnormal catheter irrigation, the approximate size of the char, etc. No patient consequence was reported in relation to the incident.

Manufacturer narrative:
(B)(4). It was reported that during a procedure a low temperature issue was encountered. Upon removal of the catheter from the patient, the proximal electrode was found to be carbonized. Upon receipt of the complaint catheter, the catheter was visually inspected. The catheter was found in normal conditions, no char/carbon was observed. The catheter was tested according to the initial complaint issue (low temperature issue). The catheter passed electrical, temperature, generator, irrigation and deflection tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.(B)(4).

Manufacturer narrative:
(B)(4).